Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed pump error 53. It was also mentioned that insulin pump did not pass self-test. Blood glucose level was 55 mg/dl at the time of the incident. No further details were provided. The insulin pump will be returned for analysis.